Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump was not priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the device has been returned and evaluated by product analysis on 4/15/2016 with the following findings: there was no evidence of any prime issues observed in the black box history. The pump¿s ¿ez-prime¿ steps were performed correctly. There were no errors, alarms or warnings which occurred during the 24 hour duration test. The product performed within specification. The investigation was unable to duplicate the initial complaint of a prime issue. The pump¿s cover was removed and the inspection found no intermittent condition to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).